Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was oversensing of noise on the right ventricular (rv) channel leading to pacing inhibition. There was no asystole greater than two seconds. A revision procedure was performed where the rv lead was surgically abandoned and the cardiac resynchronization therapy defibrillator (crt-d) was explanted. A new device and lead were successfully implanted. No additional adverse patient effects were reported.